Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of camera head receptacle malfunction was confirmed. Product failed functional testing with intermittent live video output when camera head cable was moved. Cause of video malfunction is a defective camera head receptacle assembly. Test camera head edge card appeared slightly loose when inserted into the receptacle, causing intermittent live video output. Ccu passed functional testing with a known good camera head receptacle installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the camera head could not be plug in to the lens box. It seemed to be loose and the picture would not come on the screen. The procedure was completed with no significant delay and no patient injuries.